Manufacturer narrative:
Please reference MFR report number 3004209178-2017-84982, for information regarding the initial complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was no longer working. Customer reported of being pregnant and had diabetes ketoacidosis and requested for insulin pump to be replaced per healthcare professional. Customer was advised that tubing clamp woudl be sent.